Event description:
Customer reported issues with the insulin pump. Customer states that there was a button error alarm. The blood glucose reading is 152 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. The device also had minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.